Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, and with no further information to indicate a product performance issue, bsc has concluded that this device experienced normal battery depletion.

Manufacturer narrative:
This pacemaker is expected to be returned back to boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was suspected to have prematurely depleted. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.